Event description:
A report was received that the patient was having high impedances on several contacts of the lead. The patient will undergo a revision wherein the physician will replace the percutaneous lead with a paddle lead.

Event description:
A report was received that the patient was having high impedances on several contacts of the lead. The patient will undergo a revision wherein the physician will replace the percutaneous lead with a paddle lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial / lot #: (B)(4), description: linear st lead, 50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. During the procedure, it was found out that there was lead fracture. The patient had a history of a non-device related fall. The patient was doing well after the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.